Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that every time they go to change the battery it takes longer for the insulin pump to recognize the battery. Customer stated that the screen stays blank for an extended period. No further information reported.